Event description:
Customer initially reported their abbott diabetes care displayed a white screen. The product was returned and investigated for the white screen, however during investigation the reader's temperature rises while plugged in with the usb. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care displayed a white screen. The product was returned and investigated for the white screen, however during investigation the reader's temperature rises while plugged in with the usb. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. The customer did not return usb charger and usb cable with the reader. Built-in reader test was unable to be performed due to white screen was observed. The returned reader was further investigated and de-cased and performed an internal visual inspection on pcba (printed circuit board assembly) and no signs of damage, burn marks was observed. No corrosion was observed. The returned battery voltage was measured, however results were not within the specified range. Reader was monitored under thermal camera during operation and temperature was observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device and no anomalies were observed on the reader¿s pcba (printed circuit board assembly). The customer did not return usb charger, charging cable and power adapter. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, however results were not within specification. No anomalies were observed on the returned battery, and it was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader, however results were measured to be not within the required specification for readers with an stm processor present, indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and a hotspot was observed on the reader's cpu (central processing unit) during the inspection, indicating that the component on the returned reader was contributing to the excessive electrical current drain. The excessive current drain and hotspot observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu was found through bench testing. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.